Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized on two occasions for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the required tests and the programming was also correct. In addition, it was stated that the customer was not using room temperature insulin and also was not changing the infusion set when she experienced the high blood glucose.